Event description:
Two (2) m4cfs devices and a size 14fr. Suction catheter were returned to the manufacturer on 09/10/98 for decontamination, analysis and investigation. The manufacturer's evaluation results are recorded in section h. Of this report.